Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5070243.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the barbed suture was used. It was also reported that the suture was fractured causing fascia layer dehiscence. The therapy started 2016-2017. Additional information will be requested.